Manufacturer narrative:
A ge representative evaluated the system and adjusted the 24v power supply and cleaned the candlestick connectors. System operates as intended. This MDR is related to ge healthcare (B) (4).

Event description:
The customer reported the system is displaying an overload fault. No patient injury was reported.